Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Reported decrease in rv sensing amplitude, with minimum value <2.0 mv on home monitoring. Noise was present on the ra channel in transmitted atrial monitoring recordings. Patient also has an lvad implanted. Lead to be monitored and remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.